Event description:
During a hand assisted lap sigmoid colectomy procedure, about an hour or so into the case, a solid tone was heard but no error code displayed on the machine. Cleaned tips, tested in air, activated in water with no resolution. New disposable opened and used to complete the case. No patient consequences.